Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The reporter contacted lifescan (lfs) on (B)(6) 2010 alleging that the patient's onetouch ultra meter reverted to the setup mode on (B)(6) 2010 at 10 pm. After the reported issue occurred, the patient took 20 units of novolin n. It was noted that the patient adjusts her insulin dosages. The patient reportedly developed low blood glucose symptoms described as lightheadedness, perspiring, and weakness at 4 am the next morning. The patient administered self-treatment with food/drink when she developed the symptoms. No blood glucose results or other forms of treatment were reported. According to the owner's manual, the meter can revert to the setup mode after removing/replacing the battery. According to the reporter, the reported issue did not occur after removing/replacing the battery. Replacement products were sent to the patient. This complaint is being reported due to the following conclusions: the patient allegedly developed symptoms of hypoglycemia 6 hours after the meter reverted to the setup mode. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.